Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error code e315. The issue was found during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 11/06/2025.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer. This device was a colonovideoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: b5 updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.